Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it appeared this patient was experiencing what appeared to be ventricular tachycardia (vt) but could have potentially been atrial fibrillation (af) with rapid ventricular response (rvr). The physician reported the electrograms said it was af with rvr but he thought is seemed more like vt. The arrhythmia was not converted after the delivery of five shocks. A boston scientific technical services consultant recommended further evaluation. No adverse patient effects were reported.